Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported 'pump may have been dropped. Cracked screen and constant beeping' which was reproduced as cracked display. An error or white screen problem was not observed and the white screen was not confirmed. The reported condition was not verified. The liquid crystal display (lcd) screen was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device had failure of keypad keys. The cause was identified to be a failed keypad which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump displayed a white screen during delivery at the general patient ward. There was no known patient injury or medical intervention associated with this event. No additional information is available.